Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: medical device problem code - correction. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction was updated on 1/1/2026.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On 11/14/2025, the reporter contacted dexcom to report that the receiver did not generate an alert despite displaying an elevated estimated glucose value (egvs). The specific egv value was not provided. According to the report, the patient was brought to the hospital by her daughter due to high blood glucose levels. It was not confirmed whether a fingerstick blood glucose measurement had been performed prior to arrival. Later that afternoon, while in the emergency department, no fingerstick test or cgm value verification was documented before treatment. The patient stated she was administered medication to lower her glucose, although she could not recall the specific agent. She also received insulin via syringe. At approximately 9:00 pm, the patient was discharged from the hospital and reported feeling well at the time of discharge. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.